Manufacturer narrative:
The customer repositioned the drain assembly which resolved the leak. Bec cts assisted the customer with cleaning up the leak to prevent salt buildup. Service was not dispatched for this event since the customer corrected the issue. The failure mode was user error due to mis-positioning of the electrolyte drain causing the line to get crimped. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer had calibration failures for all electrolytes except for carbon dioxide (co2) analyte. The customer recently changed out the electrolyte reference and electrolyte buffer reagents. The customer indicated that a bec field service engineer (fse) was onsite to do a preventive maintenance (pm) procedure and checked on the issue. However, at the time, calibrations and controls were fine but the issue continued after the service visit. The customer ran patient samples as a troubleshooting study and the results were suppressed. Bec customer technical support (cts) assisted the customer with additional troubleshooting via telephone. While the customer raised the ionized selective electrode (ise) module for priming, the customer found a fluid leak in a bundle of lines that ran along the central area of the module. The customer noticed that the electrolyte drain was mis-positioned causing a line to get crimped. The leaking fluid was described as clear and odorless with an unquantifiable amount but was contained inside the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and protective eyewear during this event and troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the uncontained leak. Medical attention was not sought. The customer confirmed that no erroneous patient results were generated in connection to this event.